Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data the fse determined that the cause of the discordant potassium results was the electrode. The fse replaced all 4 ise electrodes and cleaned the ise module. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant potassium results on an advia 2400 were obtained for 7 pts. Of these, 3 initial results were corrected before being reported to physicians, and 4 initial results were reported before a corrected report was sent out. There were no reports of adverse health consequences or known pt interventions due to the discordant potassium results.

Event description:
Discordant potassium results on an advia 2400 were obtained for 7 pts. Of these, 3 initial results were corrected before being reported to physicians, and 4 initial results were reported before a corrected report was sent out. There were no reports of adverse health consequences or known pt interventions due to the discordant potassium results.

Event description:
Discordant potassium results on an advia 2400 were obtained for 7 pts. Of these, 3 initial results were corrected before being reported to physicians, and 4 initial results were reported before a corrected report was sent out. There were no reports of adverse health consequences or known pt interventions due to the discordant potassium results.

Event description:
Discordant potassium results on an advia 2400 were obtained for 7 pts. Of these, 3 initial results were corrected before being reported to physicians, and 4 initial results were reported before a corrected report was sent out. There were no reports of adverse health consequences or known pt interventions due to the discordant potassium results.

Event description:
Discordant potassium results on an advia 2400 were obtained for 7 pts. Of these, 3 initial results were corrected before being reported to physicians, and 4 initial results were reported before a corrected report was sent out. There were no reports of adverse health consequences or known pt interventions due to the discordant potassium results.

Event description:
Discordant potassium results on an advia 2400 were obtained for 7 pts. Of these, 3 initial results were corrected before being reported to physicians, and 4 initial results were reported before a corrected report was sent out. There were no reports of adverse health consequences or known pt interventions due to the discordant potassium results.

Event description:
Discordant potassium results on an advia 2400 were obtained for 7 pts. Of these, 3 initial results were corrected before being reported to physicians, and 4 initial results were reported before a corrected report was sent out. There were no reports of adverse health consequences or known pt interventions due to the discordant potassium results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data the fse determined that the cause of the discordant potassium results was the electrode. The fse replaced all 4 ise electrodes and cleaned the ise module. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data the fse determined that the cause of the discordant potassium results was the electrode. The fse replaced all 4 ise electrodes and cleaned the ise module. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data the fse determined that the cause of the discordant potassium results was the electrode. The fse replaced all 4 ise electrodes and cleaned the ise module. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data the fse determined that the cause of the discordant potassium results was the electrode. The fse replaced all 4 ise electrodes and cleaned the ise module. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data the fse determined that the cause of the discordant potassium results was the electrode. The fse replaced all 4 ise electrodes and cleaned the ise module. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data the fse determined that the cause of the discordant potassium results was the electrode. The fse replaced all 4 ise electrodes and cleaned the ise module. The instrument is performing within specifications. No further evaluation of the device is required.